Event description:
A large female pt was scheduled to receive a breast exam on a hitachi oasis open MRI system. The pt was laying atop the breast coil in the prone position. Because of her size, the pt's back was touching the upper cover of the magnet opening when she was moved into the scanner and there was no space between coil and the cover. The pt did not complain at the time of initial positioning and requested that the technologist ((B)(6)) carry on the exam despite the tight fit. The technologist completed the positioning setup and extracted the tabletop temporarily to start an IV. After putting the pt back in place, the pt started to complain of pain in her ribs and asked to be removed. The technologist removed the pt from the scanner and released her after a few minutes. The pt left the facility without further comment. The reporting technologist ((B)(6)) indicated that to her knowledge no actual scanning was performed. The pt called the facility the next day to report that she had a fractured rib. The site has had no further contact with the pt since that time.

Manufacturer narrative:
The oasis is a 1.2 tesla open magnet. Based on verbal reports from the site, there is no direct evidence that the injury occurred during the breast exam. Positioning difficulties with large pts are not uncommon, but hitachi has never received a report of such an injury before. As the exam was not completed, images were not available, but would not likely show any rib fractures as the ribs were not the focus of the exam. According to the reporting technologist, the breast coil has been used routinely before and since the incident without issues. The technologist operating the system at the time was given advanced breast imaging training in (B)(6) 2012. Given that no mechanical problems were reported with the coil and no test is available to evaluate equipment performance under such circumstances, hitachi did not do an on-site inspection of the system. Hitachi has not received a written incident report from the site as of the date of this filing and can only assume that the initial positioning of the pt in the scanner caused or contributed to the injury. If we receive a report that provides new information as to the possible root cause of the complaint, a supplemental MDR report will be filed.